Event description:
The pt presented with a 'dumbbell' anatomy and a short proximal aortic neck. The excluder bifurcated trunk-ipsilateral device was placed and deployed. The contralateral leg hole opened at the level of the tight waist, disallowing access to the leg hole stump. Thus, the physician converted the procedure to an aorto-uni-iliac approach. He implanted a cook converter, ligated the common iliac artery and placed a femoro-femoral bypass. There was no adverse outcome for the pt. No allegation of deficiency regarding the excluder device used in this case was made.